Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. The physician believed that the pain was not device related.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure. The physician believed that the pain was not device related.